Manufacturer narrative:
The additional vessel closure device referenced is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with two proglide devices after a renal embolization interventional procedure using a 6f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and foot separation were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect clinical code 4582 removed.

Event description:
A posterior foot break not returned was found during evaluation of the returned proglide device. After following up with the account, it was reported that the a posterior foot break occurred during deployment of the proglide device. The location of the foot is unknown. No additional information was provided.